Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
The patient reported "my device was checked 6 days ago in the clinic. Now it is warm to the touch on my chest, is it malfunctioning?" No further information was obtained through follow up. Device is still in use. No further patient complications were reported as a result of this event.